Event description:
It was reported that the patient has twiddler's syndrome which lead to dislodgement their right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead. All of the leads also exhibited high thresholds and loss of capture. The rv lead was capped and replaced, the ra lead was explanted, and the lv lead was explanted. No further patient complications have been reported as a result of this event.